Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has high blood glucose of 440 mg/dl. They tried to correct this with the insulin pump by delivering a bolus, but this did not help. The customer was feeling tired. Troubleshooting was performed and the device passed all of the functional tests, including high pressure test. The customer noticed air bubbles in the reservoir. Assistance was provided to remove the air bubbles. The customer stated that they used a pencil to purge the air bubbles because they do not have supplies. Even though hey were advised against using a pencil they still did it anyway and got rid of the air bubbles. They also stated that the insulin was not stored at room temperature. The basal rates and the bolus wizard settings were correct, but one bolus was missing, the cannula was bent and occluded. Nothing further was reported.